Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on both the right atrial and right ventricular channels, which was marked as an atrial tachycardia response episode. Review of device data by boston scientific technical services (ts) confirmed the source of the noise looks external in nature. The field was also inquiring why there was no left ventricular pacing seen before and after the episode, however ts confirmed the crt-d had been reprogrammed from left ventricle-only pacing to bi-ventricular pacing back in 2024. The crt-d remains in service and no adverse patient effects were reported.